Event description:
Pt underwent emergent CABG and placement of permanent left ventricular epicardial pacing lead. During insertion of the lead the cap of the introducer came off and was not able to be found/retrieved. Dates of use: (B)(6) 2016. Diagnosis or reason for use: biventricular failure.